Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer's blood glucose level was 335 mg/dl. Multiple attempts were made by tandem technical support to continue troubleshooting. However, no response was received.